Event description:
On 07/08/2024, a sales representative via (B)(4) reported that (qty. 2) of an ar-12990n scorpion needle broke during use with no pieces breaking off inside the patient. While attempting to pass sutures through the meniscus for a root tear, the needle from the scorpion broke. They thought they removed all the needle pieces, so they opened and loaded another one, but there was still one small piece lodged at the end of the device that didn't allow the needle to exit the scorpion. They tried to remove the piece, but after about 10 minutes, the surgeon finished the case with a non-arthrex product. This was discovered during a meniscal root repair procedure, with no reported patient harm. Additional information was received on 7/11/2024: all of the pieces were inside the housing while inside the joint. Once the scorpion was removed from the joint and the needle was taken out, it was in two pieces. A small third piece was still inside the scorpion that they couldn't see at the time. This small piece was keeping the new needle from being able to exit the jaw. The patient has had no adverse effects.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, striking the bone or using excessive force to pass the needle through fibrous/calcific tissue. The scorpion needle dfu-0392 states in its warnings section: to help avoid needle breakage and potential patient injury: [1] do not resterilize or reuse the scorpiontm suture passer needle. [2] avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. [3] ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. [4] avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The scorpion suture passer dfu4 states in its cautions section: 2. To avoid damaging the instruments, do not impact or subject any instruments to blunt force. 6. Flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument. 7. Do not overstress the device or use device to pry tissue. The complaint allegation was confirmed based on the customer's attached picture, where the needle was displayed with the tip broken off.